Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5085209) on 08-feb-2019. The most recent information was received on 08-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ("my uterus was perforated/perforation of uterus at the time of procedure"), device dislocation ("the device migrated into my abdominal cavity") and autoimmune disorder ("multiple auto immune symptoms") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included alprazolam (xanax), calcium, calcium levomefolate;calcium pantothenate;mecobalamin;nicotinamide;pyridoxal phosphate;riboflavin sodium phosphate;thiamine hydrochloride (activated b complex), duloxetine hydrochloride (cymbalta), ergocalciferol (vit d), pregabalin (lyrica) and vitamins nos (multivitamin). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria disability, medically significant and intervention required), device dislocation (seriousness criterion medically significant), cyst ("cysts"), pelvic pain ("pain"), abdominal distension ("bloating"), inflammation ("inflammation"), back disorder ("severe back issues"), musculoskeletal discomfort ("neck issues"), fatigue ("fatigue"), anxiety ("anxiety"), depression ("depression"), raynaud's phenomenon ("raynaud;s disease"), livedo reticularis ("livedo reticularis"), alopecia ("hair loss/thinning"), autoimmune disorder (seriousness criterion medically significant), cervical radiculopathy ("cervical radiculopathy"), joint swelling ("joint swelling"), arthritis ("arthritis"), neck pain ("chronic pain in neck"), back pain ("back pain") and ovarian cyst ("ovarian cysts"). The patient was treated with I have done pt for 2 years and to be removed at clinic on 2019. Essure treatment was ongoing at the time of the report. At the time of the report, the uterine perforation, device dislocation, cyst, pelvic pain, abdominal distension, inflammation, back disorder, musculoskeletal discomfort, fatigue, anxiety, depression, raynaud's phenomenon, livedo reticularis, alopecia, autoimmune disorder, cervical radiculopathy, joint swelling, arthritis, neck pain, back pain and ovarian cyst outcome was unknown. The reporter provided no causality assessment for alopecia, anxiety, arthritis, autoimmune disorder, back pain, cervical radiculopathy, depression, fatigue, joint swelling, livedo reticularis, neck pain, ovarian cyst and raynaud's phenomenon with essure. The reporter considered abdominal distension, back disorder, cyst, device dislocation, inflammation, musculoskeletal discomfort, pelvic pain and uterine perforation to be related to essure. The reporter commented: she was reaching out for assistance in finding a medical center that specializes in this device removal. Discrepancy in essure insertion dates: 2008,(B)(6) 2007 to be removed at clinic on 2019 the seriousness criterion ¿disability/permanent damage¿ was reported, but not specified or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device migration discovered at hsg.. Most recent follow-up information incorporated above includes: on (B)(6) 2019: maude document received : following events were added : fatigue ,anxiety,depression,raynaud;s disease,livedo reticularis,hair loss,multiple auto immune symptoms,cervical radiculopathy,joint swelling,arthritis,chronic pain in neck,back pain,ovarian cysts. Concomitant products added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw (B)(4)) on 08-feb-2019. The most recent information was received on 17-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ("my uterus was perforated/perforation of uterus at the time of procedure"), device dislocation ("the device migrated into my abdominal cavity") and autoimmune disorder ("multiple auto immune symptoms") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included alprazolam (xanax), calcium, calcium levomefolate;calcium pantothenate;mecobalamin;nicotinamide;pyridoxal phosphate;riboflavin sodium phosphate;thiamine hydrochloride (activated b complex), duloxetine hydrochloride (cymbalta), ergocalciferol (vit d), pregabalin (lyrica) and vitamins nos (multivitamin). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria disability, medically significant and intervention required), device dislocation (seriousness criterion medically significant), cyst ("cysts"), pelvic pain ("pain"), abdominal distension ("bloating"), inflammation ("inflammation"), back disorder ("severe back issues"), musculoskeletal discomfort ("neck issues"), fatigue ("fatigue"), anxiety ("anxiety"), depression ("depression"), raynaud's phenomenon ("raynaud;s disease"), livedo reticularis ("livedo reticularis"), alopecia ("hair loss/thinning"), autoimmune disorder (seriousness criterion medically significant), cervical radiculopathy ("cervical radiculopathy"), joint swelling ("joint swelling"), arthritis ("arthritis"), neck pain ("chronic pain in neck"), back pain ("back pain") and ovarian cyst ("ovarian cysts"). The patient was treated with I have done pt for 2 years and to be removed at clinic on 2019. Essure treatment was ongoing at the time of the report. At the time of the report, the uterine perforation, device dislocation, cyst, pelvic pain, abdominal distension, inflammation, back disorder, musculoskeletal discomfort, fatigue, anxiety, depression, raynaud's phenomenon, livedo reticularis, alopecia, autoimmune disorder, cervical radiculopathy, joint swelling, arthritis, neck pain, back pain and ovarian cyst outcome was unknown. The reporter provided no causality assessment for alopecia, anxiety, arthritis, autoimmune disorder, back pain, cervical radiculopathy, depression, fatigue, joint swelling, livedo reticularis, neck pain, ovarian cyst and raynaud's phenomenon with essure. The reporter considered abdominal distension, back disorder, cyst, device dislocation, inflammation, musculoskeletal discomfort, pelvic pain and uterine perforation to be related to essure. The reporter commented: she was reaching out for assistance in finding a medical center that specializes in this device removal. Discrepancy in essure insertion dates:2008, (B)(6) 2007. To be removed at clinic on 2019. The seriousness criterion ¿disability/permanent damage¿ was reported, but not specified or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device migration discovered at hsg. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-may-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ("my uterus was perforated") and device dislocation ("the device migrated into my abdominal cavity") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), cyst ("cysts"), pelvic pain ("pain"), abdominal distension ("bloating"), inflammation ("inflammation"), back disorder ("severe back issues") and musculoskeletal discomfort ("neck issues"). The patient was treated with I have done pt for 2 years. Essure treatment was not changed. At the time of the report, the uterine perforation, device dislocation, cyst, pelvic pain, abdominal distension, inflammation, back disorder and musculoskeletal discomfort outcome was unknown. The reporter considered abdominal distension, back disorder, cyst, device dislocation, inflammation, musculoskeletal discomfort, pelvic pain and uterine perforation to be related to essure. The reporter commented: she was reaching out for assistance in finding a medical center that specializes in this device removal. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.